Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 300mg/dl to over 600mg/dl and manual injections were administered to address the bg levels. System check was performed and the pump performed as intended. No damage was noted to the cannula. The customer stated that they only rotate their infusion set sites in their abdomen area and alleged there was an underlying pump issue causing the occlusion alarms. Tandem technical support advised the customer to speak with their healthcare provider regarding scar tissue. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarms were identified in the pump logs; however, no failure was identified. An additional issue was found on the pump logs; however, no failure was identified regarding additional issue found.